Manufacturer narrative:
Initial reporter phone #: (B)(6). Investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that the unspecified bd syringe was found to be cracked when opened. The following information was provided by the initial reporter, translated from chinese to english: when the nurse was dissolving the drug for the child on (B)(6) 2022, the syringe was found to be cracked when the syringe was opened.